Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the concern is that the anti-reflux valve easily breaks or becomes lodged in the ng tube. Per the customer, if it gets stuck in the tube, the contents from the broken valve could potentially enter the patient's stomach. It has occurred on their unit several times where it breaks. Per additional information provided on march 06, 2026 the issue is occurring during patient use. There have been occasions when nursing staff attempted to remove the arv, and it broke off inside the tube. In some cases, the entire tube had to be replaced. Other times the arv was removed, but it required significant force. They aren't able to provide specific details of each incident that has occurred as they were not documented, it was only mentioned to them during their staff huddle.

Manufacturer narrative:
One unused and unopened representative sample of item code (B)(4), lot number 2513305164, was received for investigation. A non-conformance (nc) review was conducted for lot 2513305164 and there were no ncs related to the reported event issued during manufacturing. The representative device was functionally tested, and the reported conditions were not detected. A gemba walk was held in the production area. All processes were reviewed and it was verified that all processes and controls were carried out correctly, including packaging and all inspections carried out on the product. No abnormal conditions were found that could trigger the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.